Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected device shut down during use on the patient or did not build up flow/pressure. The patient had to be resuscitated. It was also reported that the device was not connected to power during the event, but was running on battery. According to the user, the device generated an alarm that could not be switched off even by pressing the main switch.

Event description:
It was reported that the affected device shut down during use on the patient or did not build up flow/pressure. The patient had to be resuscitated. It was also reported that the device was not connected to power during the event but was running on battery. According to the user, the device generated an alarm that could not be switched off even by pressing the main switch.

Manufacturer narrative:
The affected device was inspected on-site by dräger service and the log file was made available to the manufacturer for further investigation. All available information on the event was evaluated; in addition, the internal batteries of the affected device were returned and examined. The on-site device inspection did not reveal any indication of a device fault. This could be confirmed by the log file analysis. It could be verified that the device was not connected to the mains power supply on the day of the event, 19th of october2024, and had already been switched on in standby mode for two hours without active ventilation. This resulted in a slow discharge of the internal battery. At 09.11 p.m., a first medium-priority alarm was triggered regarding the charge status of the internal battery. At 09.15 p.m., ventilation was started with the battery already discharged; the alarm was silenced and acknowledged by the user. Immediately afterwards, at around 09.16 p.m., the high-priority alarm message on the battery status was issued; this alarm was also acknowledged immediately by the user. Further user activities and ventilation-related alarms were recorded in the log file. The power supply then failed due to the deep discharge of the internal battery and the power failure alarm was activated. As the device was still not connected to the mains power supply at this time and did not have an external battery, the device was unable to maintain ventilation. In communication with the station management, we were informed that it was only noticed that the device was not connected to the mains when the device was subsequently replaced. The user was apparently unaware that the device was not connected to the mains but was running on battery power. After the device was reconnected to the power supply at 09.19 p.m., the device restarted and immediately continued ventilation with the previous settings. The communication from the ward manager also contains statements regarding the fact that the deterioration in the patient's condition was not caused by the device behavior. During the device replacement, the patient was ventilated manually. The runtime prediction for the internal battery refers to the current power consumption in the operating mode in which the device is currently in. If the mode is changed, e.g. From standby to ventilation, the power consumption can increase significantly. The previously calculated battery life will therefore be significantly reduced and consequently also affect the alarm - the ¿battery depleted alarm is then generated almost immediately after the ¿low battery low¿ alarm, as in this case. In the current event, no device fault could be detected. The log file does not contain any technical errors. The examination of the internal batteries as returned did not reveal any deviation; the capacity of both batteries corresponded to the specification. The function of the affected batteries corresponded to that of new batteries; both batteries were therefore fully functional, and their useful life had not been exceeded. A battery fault could be ruled out as the cause of the event. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.